Manufacturer narrative:
Please refer to the analysis report.

Event description:
Reportedly, the subject programmer suddenly shuts down or becomes stuck in boot loop upon attempt to restart it. In addition, a text message appears on a black or blue screen.

Event description:
Reportedly, the subject programmer suddenly shuts down or becomes stuck in boot loop upon attempt to restart it. In addition, a text message appears on a black or blue screen.